Manufacturer narrative:
The pump passed the functional testing, including the currents, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, no delivery and self tests. The pump was monitored for several days and no blank display, black lines or display anomaly was noted. No damage was found on the lcd isolation tape. No moisture damage was found inside the pump. The pump had a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level was unknown. The customer states the pump was exposed to sweat. The customer was advised the pump would be replaced and returned for analysis.